Event description:
New information received notes the right atrial lead and the ventricular lead were explanted and replaced on (B)(6) 2021 due to dislodgement resulting from twiddler's syndrome. The patient was in stable condition before, during and after procedure.

Manufacturer narrative:
Additional information: h6 results/conclusions codes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26248. Related manufacturer reference number: 2017865-2021-26253. It was reported in a routine clinical follow up that the implantable cardioverter defibrillator (ICD) exhibited alerts for non-sustained ventricular oversensing, noise reversion, high pacing impedance, and pacemaker mediated tachycardia. Upon further inspection, the alerts were found to be indicative of right atrial (ra) and right ventricular (rv) lead issues. Both leads were dislodged and exhibited high pacing impedance, failure to sense, failure to obtain capture threshold, and prior episodes of noise oversensing. Twiddler¿s syndrome was suspected and was confirmed by the patient. The patient stated she felt well and had no symptoms. The patient did not schedule a follow up to address the issues. There were no patient consequences.